Manufacturer narrative:
Correction to initial MDR in field e1. Additional information was received that the patient still has the infection but was recovering.

Event description:
A report was received that the patient had an infection at the mid-thoracic incision site which was not device or procedure related. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patients infection was completely healed and no further course of action will be taken.

Event description:
A report was received that the patient had an infection at the mid-thoracic incision site which was not device or procedure related. The patient was placed on antibiotics.

Event description:
A report was received that the patient had an infection at the mid-thoracic incision site which was not device or procedure related. The patient was placed on antibiotics.